Event description:
It was reported that approximately 28 months post-implant of a bifurcated device and an infrarenal aortic extension, a follow-up computed tomography (CT) scan identified proximal growth of the aneurysmal sac (6.0 cms; baseline measurement is unknown) and an endoleak between the aortic extension and the bifurcated device. The physician elected to treat the patient with two infrarenal aortic extensions, however, the endoleak seemed to have diminished but not excluded. The physician will continue to follow up the patient. The patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Manufacturer narrative:
Actual device was not returned, hence no device evaluation was performed. Medical records were provided and reviewed by internal medical director with this impression: the procedure planning sheet mentions a steep anterior-posterior angle in the neck. This could be the cause of the reported endoleak. There is no indication of any device related issue. Review of secondary intervention images were also reviewed, by an internal clinical specialist and confirmed the reported endoleak between the implanted device components. Endoleaks are a known inherent risk of the procedure. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Corrected data: contact office.